Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump received a battery out limit alarm. The patient's blood glucose at the time of incident was unknown. The customer stated that he didn't have a battery inside of the pump the whole previous day. Troubleshooting was initiated for the battery out limit alarm. Customer confirmed that his previous blank display issues were not reoccurring. The customer was advised to monitor the pump and call back if there were additional issues. No products were returned.